Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a pump was brought down to customer's biomed department stating, "air ran through the line and no air in line alarm during patient use". Customer biomedical engineering had replaced the air in line sensor and performed tests as per service manual, and pump passed all tests. Customer reports however when they try to replicate the issue in clinical mode, they still notice the pump is unable to detect air bubbles. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval? Returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the root cause of the report that the device displayed failure to air in line alarm was not confirmed during the investigation. During the log review confirm air in line alarms and the device passed all tests. The false air in line product analysis procedure, air in line threshold product analysis procedure, and preventive maintenance test from asm were conducted to verify the device's functionality and attempt to replicate the reported issue. The suspect pump module successfully passed all tests performed. The external inspection of the suspect pump module found the instrument to have the manufacturer seal broken. The rear case of the device shows a lot of contamination (dry fluid). The bezel date code was observed as 12/18 (december 2018) (not recall affected), making the part approximately 6 years old. The suspect pump module (s/n: (B)(6) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date and time is not reported. A review of the suspect pump module error log showed no errors or malfunctions on the last days of infusion activity and the days the ail alarm occurred. On (B)(6) 2025. At 1:24 pm the suspect pump module was attached to the pcu (s/n: (B)(6). At 1:24 pm the suspect pump module was programmed for a primary infusion with rate = 200 ml/h; vtbi = 60 ml; infusion lasted three (3) minutes. At 1:27 pm air in line alarm was displayed and the infusion stopped. At 1:28 pm the suspect pump module reprogramed primary infusion with rate = 350 ml/h and vtbi = 38.88 ml; infusion lasted three (3) minutes. At 1:29 pm air in line alarm was displayed; the infusion paused and restarted. At 1:31 pm air in line alarm was displayed; the infusion paused and restarted. At 1:32 pm the suspect pump module reprogramed primary infusion with rate = 50 ml/h and vtbi = 21.061 ml; infusion lasted two (2) minutes. At 1:34 pm the pump module paused the infusion and disconnected from the pcu. The alaris system user manual v12.1 says on chapter 2¿bd alaris¿ pump module model 8100 and bd alaris¿ syringe module model 8110 on summary of warnings and cautions the next statements to prevent air in line alarms: ensure that patient is not connected when priming. Minimize downstream infusion of air by incorporating the following steps: expelling air from the line during priming, allowing cold solutions to warm to room temperature to prevent outgassing, setting appropriate air-in-line thresholds, ensuring the drip chamber remains vertical, incorporating the use of a 0.2 micron in-line filter when clinically appropriate for high-risk patients; for example, neonates, air reaching the patient could have serious consequences, such as: decreased oxygenation, seizures, arrhythmia, stroke, cardiac and/or respiratory arrest. Minimizing air in the line is particularly important for low, very low, and extremely low birth weight neonates. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4). Device opened for investigation. Please re-torque all screws and replace rear case. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the returned devices were fully tested, evaluated, and no issues or anomalies were observed during laboratory testing related to the failure air in line alarms. Note that this report lists imdrf annex a1801, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a pump was brought down to customer's biomed department stating, "air ran through the line and no air in line alarm during patient use". Customer biomedical engineering had replaced the air in line sensor and performed tests as per service manual, and pump passed all tests. Customer reports however when they try to replicate the issue in clinical mode, they still notice the pump is unable to detect air bubbles. There was patient involvement but no harm.